Manufacturer narrative:
All info provided by the MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during follow up, high out of range high voltage lead impedance was noted. Capture, sensing, and pacing lead impedances were normal and there was no noise observed. The lead remained implanted and monitored.